Event description:
The patient called to report an incident where they took extra insulin due to a result on the suspect device. Patient did not provide details. Patient stated that they had then passed out. Emergency medical technician's were called and they checked patient's glucose on their equipment and the result was 35 mg/dl. Patient was treated with a glucose IV and taken to the hospital. Patient was released about five hours later. Glucose control solutions were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.